Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied cautery to complete the procedure. The hospital has reported no patient injury occurred.